Manufacturer narrative:
Approximate age of device - 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015. The patient had arrested at home, had a red heart alarm, and became unresponsive. The events leading up to the patient¿s arrest were unclear. Ems performed CPR and transferred the patient to the hospital. The log file submitted to the manufacturer captured a low voltage hazard event where the patient needed to switch power sources and switched to the power module patient cable. Approximately 5 hours later, there was a total loss of power to the system controller and pump while the patient was connected to the power module patient cable, which reset the internal clock to zero. The log file was unable to indicate how long the pump was off. Power was restored through the power module patient cable for approximately two minutes when there was another power loss which reset the clock to zero again. Power was restored once again with a few low flow alarms captured. No other adverse alarms were seen. It was reported that an autopsy was declined by the family and the pump would not be returned.

Manufacturer narrative:
A correlation between the device and the patient's arrest could not be conclusively determined. The pump was not explanted, thus was not available for evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.